Event description:
The customer reported that when the energy is higher than 100 joules an error code 1000 is shown. There was no pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once investigation is completed.